Manufacturer narrative:
Updated b5: description of problem and e1: facility name.

Event description:
It was reported before the procedure, that the cable of two tensioner locking handle got stuck and it can¿t unlock. The first was sent back. The second handle was able to unlock pumping the tensioner until the red band protruded enough and it grabbed with some pliers and breaks the lock on it.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. (B)(4).

Event description:
It was reported that the cable of two tensioner locking handle got stuck and it can¿t unlock. The first was sent back. The second handle was able to unlock pumping the tensioner until the red band protruded enough and it grabbed with some pliers and breaks the lock on it. No case involved.